Event description:
It was reported that the patient experienced continued pain, swelling, laxity and stiffness since undergoing a knee arthroplasty ten (10) months prior. Initial operative notes note no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b6, b7, e1, e2, e3, g3, g6, h2, h6, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: d6a, g4, h4. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a - implant date - first week of (B)(6) 2025. D10 - concomitant devices - unknown persona tibial component size g catalog #: ni lot #: ni, unknown persona medial congruent articular surface 10mm catalog #: ni lot #: ni, unknown persona patella 35mm catalog #: ni lot #: ni. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain and stiffness since undergoing a knee arthroplasty ten (10) months prior. Attempts have been made, however, no additional information is available.